Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed for part number 03.010.410 - impactor f/pfna blade, lot number 7739491. Visual inspection was performed as part of this investigation. As received condition: the connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe traces of impact on the striking. Also the shaft is showing marks of hammering. The hexagonal tip and the thread at the tip are intact. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic observation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing. Because of the wear and tear signs, we can only assume that repeatedly heavy hammering blows on the device could have led to the rupture of the welding between the stroke cap and the shaft. The current proximal femoral nail antirotation surgical technique guide recommends ¿insert the pfna blade to the stop by applying gentle blows with the hammer¿ and "do not use unnecessary force when inserting the pfna blade¿. Because of the damage, the relevant dimensions of the complainant part cannot be verified for dimensional accuracy with the valid manufacturing specifications. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 17, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed no complaint relevant issues. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) nailing procedure on an unknown date. During the procedure, the blue plastic handle of the blade impactor broke. However, no fragments from the breakage entered or were left in the patient. The procedure was completed successfully without delay. This report is 1 of 1 for com-(B)(4).